Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The sales representative reported on behalf of the customer that the ts8865, open loop tendon stripper, device stripped more muscle than what was intended by the surgeon in an acl procedure on (B)(6) 2018. The account then contacted conmed (B)(4) product management for feedback on the use of the device. Detailed instructions were given to the account on the proper usage of the device. The procedure did not result in any type of injury to the patient or user, nor was medical intervention or prolonged hospitalization reported. The procedure was completed as normal with a 5-minute delay this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device, item ts8865, could not confirm the reported problem. Returned device was inspected per print and inspection procedure. No discrepancies could be found with machined critical dimensions. Product is machined to required specifications and no sharp edges were found when inspected under the microscope. There has been one similar complaint for this lot number and failure mode within the past two years. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.